Event description:
The patient was undergoing a coil embolization procedure using a pod4 coil. During the procedure, the physician was unable to advance a pod4 out of the introducer sheath. After flushing the pod4 coil and multiple attempts, the physician decided not to use the pod4 coil. The procedure successfully continued using a new pod4 coil. There was no report of any adverse effect on the patient.

Manufacturer narrative:
Result: the pet lock was intact. The pod4 pusher assembly was kinked approximately 118.5 and 121.0 cm from the proximal end. The coil was attached to the distal detachment tip (ddt). Conclusion: the complaint has been evaluated. The initial complaint indicated that the pod4 would not advance through the distal portion of the introducer sheath. Evaluation of the returned devices revealed kinks in the pusher assembly of the pod4. This type of damage typically occurs due to improper handling during use. If the device is manipulated during insertion into patient with force at an angle, this type of damage could occur. This damage made it difficult to advance the coil through the introducer sheath. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.